Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level read of "high" mg/dl on the continuous glucose monitor graph due to incorrectly programming pump basal rate settings. Customer administered a correction bolus via the pump to address the elevated bg. Reportedly, the cartridge and infusion set had been in use for more than 48 hours with humalog insulin. Tandem technical support educated the customer on insulin labeling. Customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider.